Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported they consulted with a licensed dentist, who confirmed that wearing the aligners is causing gum recession and could lead to further damage to their teeth. Based on this professional medical opinion, they are not a suitable candidate for byte treatment.this is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.